Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the jaws of the prograsp forceps instrument were stuck, the insulation was cracked and would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws would not open, there was no report of grip tips becoming stuck closed. The issue was not related to the instrument moving in the opposite direction or limited/imprecise motion. There was material missing or broken off from the portion of the device that enters the patient¿s body. The reporter did not have information if any cables were broken or frayed around the wrist of the instrument. The damage was around the shaft of the instrument and the instrument was already returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. During visual inspection, the instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. There was material missing from the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.